Event description:
A customer reported receiving a malfunction alarm on their pump. There was no information provided regarding the impact on the customer's blood glucose level. The customer arranged to return the malfunctioning device, and a replacement pump had been issued with a new serial number. No additional details were provided regarding the outcome of the event.